Manufacturer narrative:
Summary of event: it was reported that prior to entering the patient, the flexor raabe guiding sheath seal was leaking around the catheter. The leaking occurred while prepping the sheath, no device was being utilized through the sheath. A new sheath was used as the inner dilator would not go through the sheath. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation : a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection and functional test of the returned device was conducted during the investigation. During physical examination of the complaint device, the following was observed: the complaint device was returned with the dilator partially inserted through the sheath proximal fittings. The dilator was removed from the sheath. The dilator was reinserted into proximal end of sheath with resistance. The dilator was inserted into the distal end of sheath and advanced with no difficulty until reaching the hub. Resistance was noted at the area of the connector cap hub. The sheath accepted the specified checker, but strong resistance was met in the area of the hub. The sheath was then tested for leakage. Leakage was observed from the silicone disc. The proximal fittings were disassembled for further examination. The silicone disc was examined, and no tears or damage were observed. The check-flo body accepted the specified pin gauge. However, glue was found to be occluding the flared portion of the proximal sheath tubing near the connector cap. It is unknown if the glue present near the flared portion of the sheath contributed to the failure of leakage. A document-based investigation evaluation was performed. A review of the device history record revealed no relevant non-conformances for the complaint lot number or its associated raw material lot numbers. A complaint history review revealed no additional complaints for the lot number 8175737. The complaint device is shipped with instructions for use (IFU), t_intro_rev2, which states, "sheath introduction: using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline. Flush the dilator with heparinized solution. Insert the dilator completely into the introducer." Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. It is unknown if the glue present near the flared portion of the sheath contributed to the failure of leakage. Personnel responsible for gluing the check-flo assembly to the connector cap during manufacturing and checking the transition between the sheath and the dilator during quality control inspection have been retrained to relevant procedures. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation a review of the complaint history, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
Device evaluation begun, but is not yet complete. Investigation - evaluation: a preliminary review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, quality control, functional testing, and visual inspection of the returned device was conducted during the investigation. The flexor raabe guiding sheath was returned with the dilator partially inserted through the sheath proximal fittings. The dilator was removed from the sheath. The dilator was reinserted into the proximal end of the sheath with resistance. The dilator was inserted into the distal end of sheath and advanced with no difficulty until reaching the hub. Resistance was noted at the area of the connector cap hub. The sheath accepted the specified checker, but strong resistance was met in the area of the hub. The sheath was then tested for leakage. Leakage was observed from the silicone disc. The proximal fittings were disassembled for further examination. The silicone disc was examined and no tears or damage were observed. The check-flo body accepted the specified pin gauge. However, glue was found to be occluding the flared portion of the proximal sheath tubing near the connector cap. It is unknown if the glue present near the flared portion of the sheath contributed to the leakage. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there was one other complaint to document this event for this lot number. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that prior to entering the patient, the flexor raabe guiding sheath seal was leaking around the catheter. The leaking occurred while prepping the sheath, no device was being utilized through the sheath. A new sheath was used as the inner dilator would not go through the sheath. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.